Event description:
User alleges one incident of the cuff leakage after in place for one week. Found when tidal volume alarms sounded on ventilator. No adverse outcome.

Manufacturer narrative:
Results evaluation: smiths medical is anticipating the return of this event sample. A review of the mfg records could not be performed as the user facility did not record the catalog or the lot # of the device used. History of this type of issue is typically related to a user interface issue as if was a mfg fault the tube would not have been able to be successfully used for six days. If the sample is rec'd, and the investigation findings are related to a mfg or device fault, then a f/u report will be submitted.